Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a ¿delay with the self-test and the pitch and sounds are off¿ could not be confirmed through this evaluation. Event details indicated the system controller was not exchanged at the time. An attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial #(B)(6)) was shipped to the customer on 15jul2020. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary controller had a delay with the self-test and the pitch and sound was off. The controller functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.